Event description:
The customer reported the probe drips during startup cycle on the coulter act diff 12 analyzer. The volume was reported as less than 10 microliters and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found an obstruction in the tubing at the probe wipe vacuum fitting, removed the obstruction and replaced the dual diluent filters to resolve the leak and the plt background failure. (B)(4).